Event description:
On (B) (6) 2009, the patient's husband reported the patient's insulin infusion headsets are not properly locking with the tubing. He said the tubing will properly connect to the headset the first time but when it is time to change the headset but not the tubing, they have to "work hard" to secure the connection. He stated this has occurred with 3 out of 6 tubings from the patient's current box. They discarded the infusion sets at issue. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.